Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the reservoir had air bubbles. Customer had the insulin stored in room temperature and the reservoirs are not prefilled. Customer declined high pressure test and stated customer will call back when customer changes the set. Customer is not returning the reservoir for further analysis.